Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during inspection, the mdu stopped working, displayed an error in the console screen and the temperature of the cable increased. There was no patient involvement.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a blade stall error and device power cord grew warm. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. It was also noted device ma was above 960. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a short in the power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Based on this investigation, the need for corrective action is not indicated.